Manufacturer narrative:
The reported malfunction of "device internally dumped energy" was observed during review of the device activity logs. However, could not be duplicated with the device. It was determined that the device did not reach it's target energy because it prompted a "defib charging error". The origination of the charging error could not be identified. It's important to note that the device was able to charge to it's target energy on 12 other occasions during the event and the summary report does indicate a low battery message toward the end of the case. The reported malfunction of "took an extended time to charge" was confirmed in the logs. However the device took a maximum of 19 seconds to charge during the 17 charge attempts. This is not a device malfunction and is within specification. The device was recertified and returned to the customer. The battery involved was not returned for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown) in cardiac arrest, the device internally dumped the energy after charging up to defibrillate the patient. On a second attempt, the device internally dumped the energy before fully charging up to defibrillate the patient. The device took an extended time to charge the energy. Complainant indicated that the patient subsequently expired.